Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Due to the failure being intermittent, the adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was building pressure during a case. Intermittently the pressure would release. No report of patient injury.